Event description:
It was reported patient underwent an initial knee arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to pain, poly wear, and locking bar fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 11 states, "wear and/or deformation of articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00060 / 00061).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the bearing appeared to be worn in a pattern indicating it was misaligned to the femoral implant. This wear became substantial enough to break the locking bar and require a revision. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00060 / 00061).